Event description:
It was reported that a (B)(6) male patient underwent a ventricular tachycardia (vt) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. The patient also suffered cardiac arrest and required prolonged hospitalization. It was initially reported that during mapping, the carto® 3 system external reference patch was displayed slashed and was flickering. There was no error code. They attempted to reattach and reconnected it, but it did not work. The issue was resolved by changing the carto® 3 system external reference patch to another one. The procedure was completed without patient's consequence. The customer¿s reported patch recognition issue is not MDR reportable since the device cannot be recognized by the carto system, the user will not be able to use the device and will have to replace it. The most likely consequence is an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death is remote. On 7-feb-2022 additional information was received indicating the patient had not awaken one (1) week after surgery although the vt ablation therapy itself was successful. The physician considers the event serious. The physician stated the patient had an old myocardial infarction (omi) and vt and that the cause of the adverse events may be due to heart muscle injury from the beginning. Perforation of the apex was confirmed during the procedure for insertion from an epicardial access. The patient required cardiac massage (CPR), blood transfusion, drainage and surgical intervention. The myocardium was necrotic and the myocardium was thin, so there was a comment that there was a possibility of perforation from there. The physician¿s comment for the reason why the patient was not awake may be due to a prolonged decrease in blood pressure at the onset of cardiac tamponade. The physician thought the event was caused by the patient¿s condition. On 14-feb-2022, additional information was received indicating that the patient was still alive but unchanged. The patient most probably required extended hospitalization because of the adverse event since the patient is still not awake. There was no evidence of steam pop and there was no error messages observed on biosense webster equipment during the procedure. Ablation was performed and procedure completed before noticing the cardiac tamponade. A smartablate generator was used during the case.

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a 55-year-old male patient underwent a ventricular tachycardia (vt) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. The patient also suffered cardiac arrest and required prolonged hospitalization. There was no evidence of steam pop and there were no error messages observed on biosense webster equipment during the procedure. Ablation was performed and procedure completed before noticing the cardiac tamponade. The physician¿s comment for the reason why the patient was not awake may be due to a prolonged decrease in blood pressure at the onset of cardiac tamponade. The physician thought the event was caused by the patient¿s condition. Device investigation details: on 10-mar-2022, the device investigation was completed which included a manufacturing record evaluation (mre). Still no device has been received for analysis, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30656664l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On 4-april-2022, biosense webster inc (bwi) received additional information about the patient and event. It was reported the transseptal puncture was performed with a rf needle standard curve c0. An irrigated catheter was used in the event the flow setting was 1 second, 1 second. The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. Dashboard, vector, and visitag force visualization features were used. The visitag module was used, the parameters for stability used were range 3mm, time 3sec, force over time (fot) 3g and 25%, tag size 3mm. No additional filter was used with the visitag. Color options used prospectively were 470-500. There were no reported abnormalities before use or during use of the thermocool® smart touch® sf bi-directional navigation catheter, carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, decanav electrophysiology catheter, pentaray nav high-density mapping eco catheter or the carto® 3 system external reference patches . If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).